Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The 2.5 x 28 mm promus is being filed under a separate medwatch MFR number. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support, and is not generally associated with a product quality deficiency. In addition, potential factors that can effect a loose stent may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy and/or a previously implanted stent or from an interaction with accessory devices. Additional information received from the account stated that after the device initially failed to cross the lesion, the sds was removed and was going to be re-delivered, but the stent was found to have moved proximally on the balloon and appeared loose. The physician commented that the stent could have been loose prior to use. Although it is unknown if the stent was loose prior to use, the promus instructions for use (IFU) states: prior to using the device, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The lesion was mildly tortuous, moderately calcified and 90% stenosed, which likely contributed to the reported failure to advance. It was further noted that no pre-dilatation was performed, which may have contributed to the reported difficulties. It should be noted that the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It is likely that the stent interacted with the previously implanted stent and/or the tortuous and calcified lesion during advancement of the device, such that it was unable to cross. This interaction may have also caused the stent to become disrupted on the balloon and move proximally as a result, although this cannot be confirmed. As it was discarded by the account, the product was not returned for analysis and may have aided the investigation. The failure to pre-dilate the lesion may have contributed to the reported incident. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subject to a stent movement test to verify stent security. A review of the lot history record did not reveal any non-conforming material records that could have contributed to this incident. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for a loose stent with this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no predilatation was performed prior to stenting. The lesion length was 30 mm. A 2.5x28 mm promus stent was implanted successfully in the mildly tortuous, moderately calcified, eccentric and 90% stenosed right coronary artery. Another 3.0x23 mm promus stent was advanced in order to be deployed proximal to the first promus, overlapping; however, the distal part of the device did not cross through the first stent. It was determined that the proximal edge of the 2.5x28 mm promus stent was not expanded fully; therefore, inflation with the stent balloon was performed. The stent delivery system was to be advanced again; however, prior to insertion it was noted that the stent implant had moved proximally on the balloon and appeared loose. It was also stated that the stent could have been loose prior to use per the physician. The stent delivery system was exchanged for a 3.5x23 mm promus and the procedure was completed successfully. No patient adverse effects were reported. No additional information was provided.